Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's electrode had migrated causing changes in amplitudes with double counting. This led to inappropriate shocks. The patient had a revision procedure scheduled, however patient also had an infection. Subsequently, the entire system was explanted due to infection. No additional adverse patient effects were reported.